Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was revealed the right ventricular (rv) lead exhibited low r-waves, higher capture thresholds, and increased noise. The rv lead was explanted and replaced. The patient was stable throughout.

Event description:
New information received notes the right ventricular (rv) lead exhibited an unspecified capture issue, dislodgement, inappropriate shock, and failure to redeploy the helix.

Manufacturer narrative:
The reported event of failure to redeploy the helix was confirmed. The helix was clogged with body fluids and the inner coil was over torqued. The damage found was sustained during procedure. The lead was otherwise normal. The reported events of high pacing threshold, sensing anomaly, noise, inappropriate shock, and capture anomaly were not confirmed. Analysis of the lead did not find any anomalies expect for procedural damage.